Event description:
I had prk surgery at (B)(6) with dr. (B)(6). I was supposed to have custom prk but had standard without my knowledge. The visx laser was programmed with a standard ablation of only 5.5 mm while I have 8mm pupils. On my post-op topographies that ablation is only 4mm. My left eye has a decentered ablation. I had terrible starbursting, ghosting and glare in low light. I was told this never happens. I do not have irregular healing or haze. My problems are the result of a too small ablation. I had no follow up with the laser clinic as the surgeon was just "borrowing" the laser. All my follow up was with the surgeon so how is the clinic going to know about any problems that have happened.